Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. The patient alleged that the pump shut off while asleep. The patient alleged that no alarms were emitted from the pump prior to it shutting off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows multiple reboots occurred on the reported failure period. The pump powers on with functional auditory and vibratory features and a blank display screen. The pump cover was removed and a damaged display screen was observed. There was no damaged found to the power circuit or internal components. Additional testing for the alleged power issue could not be completed due to the damaged display screen.